Event description:
It was reported that during an implant procedure on a right ventricular leadless pacemaker (rvlp) that after the releasing the device, the threshold increased and there was failure to capture. When pulling the rvlp into the sheath, the helix got stretched. The rvlp was not used, and the physician elected to complete the procedure with a replacement rvlp. There were no patient consequences.